Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient needed magnetic resonance imaging (MRI). The healthcare provider (hcp) reported that the patient said that the pump no longer works. The patient was getting their medication through a different method. The patient stated that the pump stopped working in 2021 and it "has been dry" for 4 years now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.